Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(4). The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: signals in the run data file do not indicate a conclusive cause for the greater than expected rwbc content in the platelet product reported for this collection. No unusual process variable was identified in the run data file and the trima accel system operated as intended. While the trima accel system is typically robust against numerous flow alerts and adjustments it is possible that the high number of alerts occuring in the second half the procedure disrupted the steady-state of the system and contributed to the higher than expected rwbc content reported for this procedure. Based on the available information it is also possible that this leukoreduction failure could be "donrelated". It also cannot be ruled out that a sampling, calculation, or other process error may have contributed to the higher than expected rwbc content in the platelet product.